Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a revision surgery due to non-union at l5-s1. The screws were removed and replaced at s1 and iliac. A vb replacement was also added at t12-l1

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films supplied for review found: complex construct from thoracolumbar junction to l5, shows bilateral rod breakage at about l3 with subsequent anterior column failure. Revision included extending to sacral a/c and t11 with screws and hooks. Interbody support placed at l5 and l3.